Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the patient's infusion set's tubing was crimped due to which the patient was not getting enough insulin and was in diabetic coma as the patient passed out on the floor. Therefore, on (B)(6) 2023, the patient went to the hospital with blood glucose level of 1200 mg/dl. Moreover, the site location was patient abdomen. The patient tested positive for ketone level as well. At the time of this report, the patient was in the intensive care unit with blood glucose level of 121 mg/dl. Currently, the patient was in the hospital and was not released.  No further information was available.